Event description:
This lead was implanted on (B)(6) 2018 and remains implanted at this time. In a call placed to technical services on (B)(6) 2018. It was noted that this lead did not appear to be programmed in the shock vector. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).